Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulse field ablation (pfa) procedure with farawave 31 mm catheter to treat atrial fibrillation (a fib), the patient experienced st elevation followed by a cardiac arrest. During pfa on the posterior wall of the left atrium, st elevation was noted. Nitroglycerin was administered, and the st elevation resolved. Subsequently, cardiac arrest occurred. Cardiopulmonary resuscitation was performed, and the patient was successfully revived. After being admitted to the patient's room, the patient experienced spasms. An emergency call was made, and the patient was treated and admitted to the cardiac care unit (ccu). The device will not be returned as discard in facility.